Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the battery compartment was found to be cracked below the pad. Unrelated to the complaint, the display was found to be dim, faded and reddish. The cartridge and battery caps were not returned; therefore, a test battery cap was used to verify steps.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.